Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding explant date and product has been requested. Device remains implanted. No additional information is available at this time.

Event description:
Healthcare professional reported right side "pain¿ and the patient thinks the device has ¿flipped." The patient has an infection on the right that was treated with antibiotics. Device remains implanted.